Event description:
It was reported that during a da vinci-assisted left lower pulmonary lobectomy procedure, the sureform 45 stapler instrument that was attached to the universal surgical manipulator (usm) 1 moved unexpectedly. At the time of the incident, the surgeon's head was inside the console's high-resolution stereo viewer and the surgeon was attempting to manipulate the instruments. Instead of moving in the intended direction, the instrument moved forward and left, resulting in an aortic injury to the patient and approximately 300-500mls of blood loss. The injury was repaired without converting the procedure, although it is unknown what specific interventions taken and how the injury was repaired. The procedure was successfully completed robotically with a delay of an hour, and there were no post-operative complications. The patient was discharged home. The cause of the unexpected movement is unknown, as there were no external collisions or interference of the instrument or between the arms of the system. Following the completion of the procedure, the nurse called a technical support engineer (tse) troubleshooting assistance, but a log review revealed no relevant errors. The field service engineer was requested to investigate the issue further.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. A sine cycle and a yaw and non-yaw test were performed. The universal surgical manipulator (usm) 1 was tested and checked without any issues. The system was tested and verified as ready for use. Instrument and system log reviews could not be performed, as the search did not return any results in the procedure history aligned with the customer reported event.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Isi reviewed the site¿s complaint history, which shows no related complaints. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided and intuitive surgical, inc. (Isi) field service engineer's (fse) field evaluation. The fse completed tests on the usm that all passed without issues. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.